Event description:
It was reported while using the bd phoenix¿ nmic-306, the drug amoxicillin and clavulanate was reported as intermediate when the user expected the result to be resistant for a patient isolate. It is to be noted that based on current software release intermediate is the expected result. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k032675, k033362, k033458, k033558, k033560, k041384, k042932, k052269, k060214, 060217, k060257, k060444, k060447, k061327, k061355, k061867, k062207, k062944, k063301, and k06348. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 the drug amoxicillin and clavulanate was reported as intermediate when the user expected the result to be resistant for a patient isolate. It is to be noted that based on current software release intermediate is the expected result. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for qc failures due to low mic results for amoxicillin-clavulanate (amc) with klebsiella oxytoca when using phoenix panel nmic-306 (catalog number 449292) batch number 5295702. Customer returned phoenix generated lab reports were provided for the investigation. The lab reports show intermediate results with amc when using the complaint batch. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. To investigate, retention panels from the complaint batch and control panels were inoculated with in house isolate k. Oxytoca 11161 to observe for amc mic results. The investigation returned all panels with satisfactory resistant mic results for amc; therefore, this complaint is not confirmed.